Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving baclofen (1000 at 549.5 mcg/day) and bupivacaine (20 mg/ml at 10.991 mg/day) via an implantable infusion pump. It was reported that on an unknown date the patient experienced symptoms of overdose and the pump was found to have no drug; all the drug dumped into the patient. It was unknown if the issue was resolved and the patient was noted to be alive with no injury. No further complications have been reported as a result of this event.